Event description:
Additional event information. Concomitant device reported: unknown zipfix (part #: unknown, lot #: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. D9: product sent to appropriate manufacturer lab. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 03.501.080, lot: 9724422, manufacturing site: hägendorf, release to warehouse date: 25.nov.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: background: the product does not tighten the straps to the sternum zipfix. No consequences for the patient reported. H6: investigation flow: device interaction/functional. Visual inspection: the applic-instr f/sternal zipfix (part #: 03.501.080, lot #: 9724422) was returned and received at us cq. Upon visual inspection, no physical defect was observed with the returned device. Functional test: during the functional test, the clamp component (part #: 60077241) of the pusher assembly (p/n: 60069573) was not fully rotating when the trigger was released to the rest position. The trigger appeared to be sticky and hard to depress due to the clamp not rotating correctly. This condition won't allow the device to tension and tighten as intended; thus the complaint is confirmed. The complaint can be replicated with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked because of the device assembly limitations. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed, (current and manufactured). Complaint was confirmed the device received was defective and will not tension. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the application instrument for sternal zipfix (part #: 03.501.080, lot #: 9724422) as the clamp component was found to to not be rotating when the trigger was released. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the device failed to tighten the straps to the sternum. It was unknown when it was happened. The surgery was completed successfully without delay reported. There is no medical intervention required. There were no patient consequences are reported. This complaint involves one (1) device. This report is for (1) application instrument for sternal zipfix. This report is 1 of 1 for (B)(4).